Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to a follow-up in clinic with pain at the implantable cardioverter defibrillator (ICD) pocket. Patient had a pocket infection and "pre-erosion". Physician did not state if they thought it was caused by the ICD system or procedure. The entire system, including leads, was explanted on (B)(6) 2020. Patient was stable after the procedure.